Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. Analysis of the device memory indicated that the ventricular and the atrial rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited a partial electrical reset which was attributed to an electric stock being experienced at home. The device was interrogated and the alert cleared. The device remains in use. No patient complications have been reported as a result of this event.